Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by the (B)(4) research department between (B)(6) 2010 and (B)(6) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010, for complaint/MDR determination after completion of the review. Implantation of components at multiple levels was 510k approved at the time of implantation. No devices returned, devices remain implanted. Pt follow-up history: on (B)(6) 2009 - pt complained of neck pain, headaches, scalp tenderness and blurred vision (all left-sided). On (B)(6) 2010 - pt reported new leg pain, right side, associated with a stumble and increased activity. On (B)(6) 2010 - a right sided minimally invasive microdiscectomy was performed as well as foraminotomy and lateral recess decompression at l5-s1. No removal of the components was performed.

Event description:
The pt underwent spinal fusion and decompression (laminectomy) on (B)(6) 2009, at the l2-3, l3-4, l4-5 and l5-s1 levels. On (B)(6) 2010, a right sided minimally invasive microdiscectomy was performed as well as foraminotomy and lateral recess decompression at l5-s1. No removal of the components was performed.